Event description:
On (B)(6) 2023, nurse noted transient increases in flow and power on pt's lvad. Decision was made by the inpatient team and abbott engineers to perform and external driveline repair. External driveline repair was completed at the bedside on (B)(6) 2023. Flow and power spikes have continued since the time of external driveline repair so repair did not solve the issue.